Event description:
It was reported that the customer was admitted in the emergency room due to high blood glucose over 400mg/dl, and his blood glucose was treated with an insulin drip. The mother stated that the customer was feeling sick the night before, and the insulin pump may have begun malfunctioning since a week prior to the event. It was stated that the customer was taken to the hospital before due to chest pain and he had an x-ray while wearing the insulin pump. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found several no delivery alarms. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.